Manufacturer narrative:
Patient country: united states. Affiliation: (B)(6) home health. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the patient had a right total knee replacement on (B)(6) 2019. Chloraprep was used in the operating room and washed off with saline and dried. A gauze (abd pad) was placed over the incision and affixed with medipore tape. An ace wrap was wrapped around the leg and the dressing. This dressing was changed multiple times due to incisional bleeding and drainage until (B)(6) 2019, when the aquacel ag scd was placed and the patient was sent home. Prior to applying the aquacel ag scd the patient had complained of pain in the right leg and bleeding was noted along the incision. Upon removal, it was noted that the entire right leg down to the ankle was red in color and two blisters were visible located about the middle of the dressing length on the medial and lateral aspects of the dressing. One of the blisters was next to and just outside the hydrocolloid adhesive portion of the dressing and one of them was outside the dressing but extended to under the hydrocolloid adhesive. The technique used is unknown for removal. It was further reported that one blister was the size of a dime and one was the size of a quarter. To treat the blistering, a new aquacel dressing with the aquacel/silver part cut out of the dressing and placed over the incision, then covered with a standard abd dressing which extended over the blistering area. The dressing was removed on (B)(6) 2019 by the physician in his office. Patient was diagnosed with superficial cellulitis and was given 500mg of ciprofloxacin for ten (10) days. It was reported that the patient had multiple co-morbidities but, these have not been provided as to what they are.